Event description:
Customer reported the gas module ii failed, which may have resulted in loss of gas monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the gas bench.